Event description:
It was reported that the infusion pump was being used to administer a pitocin solution. It was started at 3 ml/hr. Almost immediately after the infusion was started, the pt experienced catonic uterine contractions and there was some fetal hr reduction. The pump was stopped. The contractions continued and after a few minutes it was observed that 200 ml had emptied from the 500 ml solution container. The pump remained stopped with a displayed programmed rate of 3 ml/hr, with 0 ml infused and 500 ml volume to be infused. The pump and IV tubing were disconnected from the pt. The pt was given oxygen, IV terbutaline, and hydrated with IV fluids using a different pump. The contractions subsided and the fetal hr returned to normal. The pt was allowed to rest for a few hours and then labor was again initiated using a different device. It was reported that a healthy infant was later delivered without complications.